Event description:
Major pump unit(s) involved: blood pump.

Event description:
Major pump unit(s) involved: blood pump.additional text: pt pump withdrawn for comfort care.specific component(s) involved: other component malfunction, specify.additional text:other component: pateint lvad turned off.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.